Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 10/18/2024, the patient was at the hospital for eye surgery and needed to be transferred to the intensive care unit (ICU) due to hyperglycemia. The patient experienced body pain, was sick to the stomach, was confused, was tired, and would have been in ketoacidosis. When a fingerstick was taken, the cgm was reading 260 mg/dl, and the blood glucose reading was 480 mg/dl. The patient was treated with intravenous fluids, including insulin and potentially saline, and was at the hospital for a total of 2 days. At the time of the report the patient was still recovering at home and was feeling very weak and tired. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.